Event description:
It was reported that a pacemaker battery voltage was 2.62v, the pacemaker had been programmed to high output for the first two years due to high thresholds, yet the caller expected a higher voltage at check. At a later device check the battery was at 2.93v. The device is still in use. No patient complications were reported due to this event. It was reported that a pacemaker battery voltage was 2.62v, the pacemaker had been programmed to high output for the first two years due to high thresholds, yet the caller expected a higher voltage at check. At a later device check the battery was at 2.93v. The device is still in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "no anomalies" in battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.93 v while the daily battery voltage trend measurement was 2.99 v.

Event description:
It was reported that a pacemaker battery voltage was 2.62v, the pacemaker had been programmed to high output for the first two years due to high thresholds, yet the caller expected a higher voltage at check. At a later device check the battery was at 2.93v. The device is still in use. No patient complications were reported due to this event.